Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Subsequently, the customer experienced an elevated blood glucose (bg) of 508 mg/dl. The customer delivered a correction bolus to address the bg. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.